Event description:
It was reported that the procedure was to treat a calcified, moderately tortuous right coronary artery lesion with 90% stenosis. A 0.014 in ht turntrac guide wire was advanced. However, resistance was noted during advancement, causing the tip to break but not separate. An additional non-abbott guidewire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issue appears to be related to operational context of the procedure. Factors that may contribute to difficulty advancing the guide wire, include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that challenging anatomy contributed to the reported difficulty as it was reported that the lesion was calcified and moderately tortuous with 90% stenosis which likely led to the reported broken tip. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.